Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the operator had pressed the plug deployment button a 7f exoseal vascular closure device (vcd) and waited a few seconds, the device was withdrawn but hemostasis could not be achieved. Manual compression was applied for hemostasis. There was no reported patient injury. The event occurred during carotid artery stenosis surgery following a retrograde puncture via the right femoral artery, during which the indicator window changed from black/white to solid black after pulsatile blood flow slowed and the plug deployment button was pressed. The operator had exchanged to a cordis short sheath before closure and had extensive prior experience with the exoseal device. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after the operator had pressed the plug deployment button a 7f exoseal vascular closure device (vcd) and waited a few seconds, the device was withdrawn but hemostasis could not be achieved. Manual compression was applied for hemostasis. There was no reported patient injury. The event occurred during carotid artery stenosis surgery following a retrograde puncture via the right femoral artery, during which the indicator window changed from black/white to solid black after pulsatile blood flow slowed and the plug deployment button was pressed. The operator had exchanged to a cordis short sheath before closure and had extensive prior experience with the exoseal device. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was in the black/white and red position. During this visual analysis a kinked/bent condition was observed during this analysis, located 13.5 cm from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area and verified the outer diameter was within specifications. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kink was found in the delivery shaft. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site¿. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.